Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this atrial lead was found to be dislodged one day post valve replacement surgery. This was confirmed via chest x-ray. This atrial lead also exhibited loss of capture as a result. This lead will be repositioned. At this time the product remains in service. If add'l info becomes available, this report will be updated as necessary.